Manufacturer narrative:
Investigation summary: the subject device was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyreoidectomy - "also this procedure tissue got stucked very heavily on the jaws. Jaws got stucked to tissue and surgeon had to pull them off. This happened several times during the operation and created risk of bleeding. Jaws were cleaned often, sometimes after just one fusion. Tissue was located around thyreoid gland, lot of small veins and arteries and fibrotic tissue. There was so much tissue stucked in the jaws that blade did not work well." Patient status - normal.